Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings:during testing, the pump was powered on and the display screen was blank. The pump case was removed and the display was found to be cracked. Unrelated to the complaint, the battery compartment was also observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.